Event description:
The hub popped off the catheter. The catheter was removed from the pt without incident. No other info was known.

Manufacturer narrative:
Product impicated is a 3 fr catheter. Returned for evaluation is the catheter only which is in two pieces. The proximal section (hub) measures 5.6cm and the distal section (tubing) measures 57.8cm. Lot history review indicated no relateed component or mfg related issues. The catheter separated inside the hub. Under 50x magnification, the texture at the break point appears granular and dull. Tactile inspections indicated the tubing is severely elongated and appears necked down adjacent to the break site. These signs indicate a typical tensile break. The comp;aint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart. The instructions for use states "it is important to follow the suggested method of securing the catheter described in the instructions. If the catheter is not secured properly it may migrate or inadvertently be broken."